Manufacturer narrative:
Date of event is estimated. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient¿s eyebrow was constantly moving up and down. Surgical intervention took place wherein the lead was explanted, replaced and placed a little bit up from the original location. Movement of the eyebrow has resolved.